Event description:
The customer reported that the device "turns on by itself". No injury or delay was reported.

Manufacturer narrative:
No medwatch received from the user facility. Investigation results: the device was received and evaluated. The customer's complaint was verified. The button on/off switch functioned intermittently and the investigation found a potential for the handpiece to self-activate. The problem was related to a supplier issue, which has been addressed.